Event description:
It was reported from an operating room that the general anesthesia management of the third patient of the day had been uneventful until, after 10 minutes, airway pressure increased. Troubleshooting was unsuccessful. Due to further pressure rise the tube was changed as well as other potential error sources checked, but pressure still increased. The device was removed from the breathing circuit and the patient was ventilated manually with no further difficulty. The user subsequently examined the device: there was no blood or sputum visible to the naked eye, but it was observed that the filter medium in several places was "deformed, baggy, and had moved". There was no harm to the patient.

Manufacturer narrative:
The involved device was returned for investigation at the firm's laboratories and manufacturing site. Visual examination of the device showed no damage to the device housing although the media appeared to be "deformed" and folded with a rupture in the media also being observed. Air flow testing at rates between 10 and 90 l/min were then performed on the device and an unused control device prior to and following the devices being subjected to a liquid water challenge. The testing prior to being subjected to a liquid water challenge demonstrated that both devices exhibited a resistance to air flow similar to that typically expected for a bb25 device, although the resistance to air flow values obtained with the implicated device were slightly higher than those obtained for the control device. Air flow testing of the implicated and control bb25 devices after they had been subjected to a liquid water challenge demonstrated that the air flow values observed with the implicated device were further increased compared to the air flow values observed with the control device. This suggests that the hydrophobicity of the implicated device's media may have been compromised (wetted out) during use resulting in an increased resistance to air flow. The fluid that was used to perform the liquid water challenge was eluted from the implicated and control devices and its surface tension was measured. The fluid eluted from the control device had a similar surface tension to the surface tension of deionized water. However, the fluid eluted from the returned, used device had a lower surface tension compared to the surface tension of deionized water and the fluid eluted from the control bb25 device (B)(4). This also demonstrates that the hydrophobicity of the implicated device's media may have been compromised during use, most likely by exposure to a solution of low surface tension. The firm's manufacturing facility subsequently investigated the returned, used device in an attempt to determine the cause of the deformed, folded and ruptured media observed by sls. We were unable to identify anything in our manufacturing process that could have caused or contributed to the damage observed. It is worthy of note that during manufacturing of this device it would have been subjected to a 100% filtration efficiency test following assembly with any devices failing this test being automatically rejected by the tester. If the device had exhibited this type of media rupture prior to the filtration efficiency test being performed, the device would have been rejected. A review of the device history record indicated that the lot # of the returned device was manufactured and qc tested in accordance with documented procedures and met all criteria required for release. This included 100% visual inspection, 100% integrity (leak) testing, and 100% filtration efficiency testing of the devices. All manufacturing and test equipment was confirmed to have been set correctly and functioning correctly. This evaluation concluded that there is nothing in the manufacturing process that could have caused or contributed to the deformed/folded/ruptured media or the increase in resistance observed. The media appears to have been forced out of the end cap on one side resulting in the media becoming ruptured. The nature of the damage suggests that it was caused as a result of being subjected to a high pressure during use. The hydrophobicity of the implicated device's media may have been compromised during use, most likely by exposure to a solution of low surface tension, resulting in an increased resistance to air flow. There have been no user facility similar reports for the remainder of the devices manufactured with this lot number. Summary: the user's report was confirmed. There does not appear to be a manufacturing cause for the event. The performance and physical characteristics of the returned, used device appear consistent with a surfactant having entered the device, causing an increased flow resistance. Against this resistance, the ventilator may have generated sufficient pressure to create the media distortions observed. Unless substantially significant information becomes available, this constitutes a final report.